Event description:
The nurse assisting a (B)(6) old male pt contacted zoll lifecor customer support to report that the pt had called the doctor's office stating that the device alarmed "device disabled, call ambulance." The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, it was discovered that the pt was receiving false asystole alarms. The cause of the asystole alarms was due to the belt connector housing being cracked, not allowing the belt to stay securely connected with the monitor. The root cause of the cracked housing was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.